Manufacturer narrative:
Additional information received reported the system was stationary at the time the failure was found. The device did not perform as intended, however, this malfunction does not pose a risk to health to patients, users, or bystanders because if this malfunction were to recur it would not be likely to cause or contribute to a death or serious injury. This event was determined to be not reportable.

Event description:
The customer reported the swivel arm mechanism of their epiq ultrasound system¿s control panel would not lock into position. It was unknown if this was found while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. The customer was provided a part number to replace the arm.